Event description:
It was reported that this implantable lead had exhibited a bacterial infection in the implanted area of the device. No additional patient effects were reported. This implantable lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).